Manufacturer narrative:
The product remains implanted; therefore, no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years post implant of this 23mm bioprosthetic aortic valve, it was replaced valve-in-valve with a 26mm transcatheter valve. The reason for replacement was reported as severe aortic insufficiency. It was also reported that the patient was experiencing shortness of breath. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.